Event description:
It was reported that the atrial lead connector pin was bent and could not be fully inserted into the pulse generator header. The lead was not implanted and a new one was used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(4). Device evaluation anticipated, but not yet begun.